Event description:
As reported: during internal training on dry model: it was hard/almost impossible to push the bypass tube through the hemostatic valve of the manta sheath. A strong push back on the bypass tube occurred. With a lot of force, it was possible to push it through at the end. No patient involvement. Quantity of 2. 2 complaints created. Additional information on the 22feb2023, this was during internal training on dry model. No customer or patient involvement. With the use of a lot of force it was possible to push the bypass tube through the hemostatic valve and connect sheath and closure device. "This would have never been done on a patient, but on the dry model we forced it."

Manufacturer narrative:
(B)(4). Two manta units for 3010252479-2023-00035 manta and 3010252479-2023-00034 manta (associated complaints) were returned to vsi/teleflex for evaluation. No blood particulates noted. The levers of both mantas were engaged. Manta was locked into the sheath. The released components were not returned. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during training on a dry model, a 14f ce manta was being deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the operator encountered a strong kick back attempting to advance the bypass tube into the sheath hub. It was almost impossible to push the bypass tube through the hemostatic valve of the manta sheath. The operator applied brutal force, was able to push the bypass tube through the hemostatic valve, connecting the manta handle device to the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: during internal training on dry model: it was hard/almost impossible to push the bypass tube through the hemostatic valve of the manta sheath. A strong push back on the bypass tube occurred. With a lot of force, it was possible to push it through at the end. No patient involvement. Quantity of 2 complaints created. Additional information on the (B)(6) 2023, this was during internal training on dry model. No customer or patient involvement. With the use of a lot of force it was possible to push the bypass tube through the hemostatic valve and connect sheath and closure device. "This would have never been done on a patient, but on the dry model we forced it."